Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to implant, this device recorded a battery voltage too low for the projected remaining capacity. It was noted the device was likely exposed to cold temperatures. The device was not implanted. There was no patient involvement.

Event description:
Additional information was received which noted that a request was made to have data from this device analyzed. Data analysis showed the device had no faults stored, and the battery voltage was nominal. There were low battery voltage measurements in the past corresponding to cold temperatures. The device was operating normally and was suitable for implant. No patient involvement.